Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and found no root cause of the hydro leak. The fse returned on (B)(6) 2011 and replaced and aligned the cap piercer assembly. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a cap piercer leak and a leak coming from behind the 10 psi regulator on the hydroneumatic system of the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.